Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l [hypoglycaemia] novopen 5 had shown inaccurate dosing [incorrect dose administered by device] leakage had occurred as pen was wet and the medication had been gone within one day [device leakage] suspects that a refurbished faulty pen [device defective] pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button [device issue] novopen 5 (vvgmb16) had been scratches on the pen body [device physical property issue] blood glucose was 20 mmol/l [blood glucose increased] case description: this serious spontaneous case from china was reported by a consumer as "100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia)" with an unspecified onset date , "novopen 5 had shown inaccurate dosing(incorrect dose administered by device)" with an unspecified onset date, "leakage had occurred as pen was wet and the medication had been gone within one day(device leakage)" with an unspecified onset date, "suspects that a refurbished faulty pen(device defective)" with an unspecified onset date , "pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button(device component issue)" with an unspecified onset date, "novopen 5 (vvgmb16) had been scratches on the pen body(device damage)" with an unspecified onset date , "blood glucose was 20 mmol/l(blood glucose increased)" beginning on (B)(6) 2026 and concerned a 10 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes", novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes", novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes", novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - 4 iu, tid (in the morning, at noon, and in the evening)) from unknown start date for "type 1 diabetes", patient's height, weight and body mass index were not reported. Dosage regimens: novorapid penfill: not reported to not reported, (B)(6) 2026 to not reported, (B)(6) 2026 to not reported, (B)(6) 2026 to not reported, (B)(6) 2026 to not reported, (B)(6) 2026 to not reported, (B)(6) 2026 to not reported, (B)(6) 2026 to not reported, (B)(6) 2026 to not reported; current condition: type 1 diabetes (since (B)(6) 2025). Procedure: hospitalization. Concomitant medication included: long-acting insulin (not specified and non-codable). Treatment medications included - glucose. On an unknown date, patient had two pieces of novopen 5 (prescribed by the hospital) and that both pieces had shown inaccurate dosing. One piece was reported to have a more significant issue and have led to hypoglycaemia. The patient's family member also stated that a new cartridge opened on thursday, had been used only a few times before it was almost empty, and leakage had occurred. On (B)(6) 2026, patient had injected 12 units and the blood glucose (blood glucose) measured at 5:00 pm was 20 mmol/l, and customer believed the pen dosing was inaccurate. The reported batch number was nvgdh32 and the other pen reportedly had a similar issue (batch number not available). On (B)(6) 2026, customer had opened a new novorapid penfill medication. The doctor had also guided the customer on the correct method of operation, and there was no situation of storing the medication with the needle attached. After each injection, the needle was removed. However, by (B)(6) 2026, there was no medication remaining in the product. The customer found that without the needle attached, the dose button would automatically push forward and release 50 units of medication. The customer found the body of the insulin cartridge's bottle as was wet. The customer believed that there was an issue with the dose button, which had caused the medication leakage. The cartridge showed no cracks. On (B)(6) 2026, the novopen 5 (batch number: vvgmb16) had been used together with novorapid penfill which was received an after-sales and upon opening the outer packaging, s/he found scratches on the pen body. The customer suspected that a refurbished faulty novopen 5 had been sent back was not a new pen as it has also same batch number on the morning of (B)(6) 2026, a brand-new novorapid penfill (batch number 2025084493) was inserted. At around 14:00, the patient experienced hypoglycemia, with a blood glucose (blood glucose) level of 3.3mmol/l. After taking 12g of glucose and drinking 2 bottles of milk, the hypoglycemia did not improve. The patient had also been experiencing hypoglycemia on a daily basis, with continuous glucose monitoring (cgm) (blood glucose) readings of 3.9 mmol/l, 3 mmol/l, and below 2 mmol/l. Before meals, the blood glucose (blood glucose) was 15 mmol/l. After injecting 4 units of novorapid 10 minutes before eating, the blood glucose (blood glucose) dropped to 3.9 mmol/l before the meal was finished and continued to decline, requiring glucose supplementation. On (B)(6) 2026, the patient sought medical attention. The doctor stated that unless an excessive dose had been administered, 3 to 4 units would not have been sufficient to cause such hypoglycemia. From (B)(6) 2026 to the morning of (B)(6) 2026, 50u had leaked completely as shown in attached images. On the evening of (B)(6) 2026, a new cartridge was opened, and by that afternoon it had also completely leaked out. The actual units dialled from were all below 20u, yet by afternoon of (B)(6) 2026, the insulin had already been completely depleted. On the evening of (B)(6) 2026, a new cartridge was opened, and 3u were injected. When left in place, it was later found that the piston rod had advanced approximately 50u forward. There were also no air bubbles in the insulin today. On (B)(6) 2026, the patient's pre-meal blood glucose (blood glucose) had been 13.8 mmol/l. After injecting 2 units of novorapid penfill and eating a full bowl of rice, the patient's blood glucose (blood glucose) had dropped to as low as 1.4 mmol/l. The customer believed that both pieces of novopen 5 were still problematic the customer had previously attempted to change the injection site to the arm but had still experienced more than 100 times hypoglycemic episodes over the past month. According to the blood glucose value from (B)(6) 2026 to (B)(6) 2026, the patient experienced 56 times hypoglycemic events with an average duration of 65 minutes. From (B)(6) 2026 to 09-(B)(6) 2026, the patient experienced 30 times hypoglycemic events with an average duration of 63 minutes. The customer had since discontinued the medication and switched to insulin lispro. Batch numbers: novopen 5: unknown, novopen 5: nvgdh32, novopen 5: vvgmb16, novorapid penfill: requested, 2025084493. Action taken to novopen 5 was not reported. Action taken to novorapid penfill was reported as product discontinued. The outcome for the event "100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia)" was not reported. The outcome for the event "novopen 5 had shown inaccurate dosing (incorrect dose administered by device)" was not reported. The outcome for the event "leakage had occurred as pen was wet and the medication had been gone within one day (device leakage)" was not reported. The outcome for the event "suspects that a refurbished faulty pen (device defective)" was not reported. The outcome for the event "pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue)" was not reported. The outcome for the event "novopen 5 (vvgmb16) had been scratches on the pen body (device damage)" was not reported. The outcome for the event "blood glucose was 20 mmol/l (blood glucose increased)" was not reported. Reporter's causality (novopen 5) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia) : unknown novopen 5 had shown inaccurate dosing(incorrect dose administered by device) : unknown leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): unknown suspects that a refurbished faulty pen (device defective): unknown pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): unknown novopen 5 (vvgmb16) had been scratches on the pen body (device damage): unknown blood glucose was 20 mmol/l (blood glucose increased): unknown company's causality (novopen 5) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia): possible novopen 5 had shown inaccurate dosing (incorrect dose administered by device): possible leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): possible suspects that a refurbished faulty pen (device defective): possible pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): possible novopen 5 (vvgmb16) had been scratches on the pen body (device damage): unlikely blood glucose was 20 mmol/l (blood glucose increased): possible reporter's causality (novopen 5) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia): unknown novopen 5 had shown inaccurate dosing (incorrect dose administered by device): unknown leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): unknown suspects that a refurbished faulty pen (device defective): unknown pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): unknown novopen 5 (vvgmb16) had been scratches on the pen body (device damage): unknown blood glucose was 20 mmol/l (blood glucose increased): unknown company's causality (novopen 5) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia): possible novopen 5 had shown inaccurate dosing (incorrect dose administered by device): possible leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): possible suspects that a refurbished faulty pen (device defective): possible pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): possible novopen 5 (vvgmb16) had been scratches on the pen body (device damage): unlikely blood glucose was 20 mmol/l (blood glucose increased): possible reporter's causality (novopen 5) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia): unknown novopen 5 had shown inaccurate dosing (incorrect dose administered by device): unknown leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): unknown suspects that a refurbished faulty pen (device defective): unknown pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): unknown novopen 5 (vvgmb16) had been scratches on the pen body (device damage): unknown blood glucose was 20 mmol/l (blood glucose increased): unknown company's causality (novopen 5) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia): possible novopen 5 had shown inaccurate dosing (incorrect dose administered by device): possible leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): possible suspects that a refurbished faulty pen (device defective): possible pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): possible novopen 5 (vvgmb16) had been scratches on the pen body (device damage): possible blood glucose was 20 mmol/l (blood glucose increased): possible reporter's causality (novorapid penfill) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia): unknown novopen 5 had shown inaccurate dosing (incorrect dose administered by device): unknown leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): unknown suspects that a refurbished faulty pen (device defective): unknown pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): unknown novopen 5 (vvgmb16) had been scratches on the pen body (device damage): unknown blood glucose was 20 mmol/l (blood glucose increased): unknown company's causality (novorapid penfill) - 100 times hypoglycemic episodes over the past month with blood glucose value upto 1.4mmol/l(hypoglycemia): possible novopen 5 had shown inaccurate dosing (incorrect dose administered by device): possible leakage had occurred as pen was wet and the medication had been gone within one day (device leakage): possible suspects that a refurbished faulty pen (device defective): possible pen was without the needle attached still the dose button would automatically push forward and release 50 units of medication and believed that there was an issue with the dose button (device component issue): possible novopen 5 (vvgmb16) had been scratches on the pen body (device damage): possible blood glucose was 20 mmol/l (blood glucose increased): possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Case has been re-classified from non-serious to serious on 22-apr-2026 due to upgrade the seriousness criteria of event hypoglycaemia with blood glucose of 1.4mmol/l as medically significant. References included: reference type: e2b company number, reference ID#: (B)(4). Reference notes: reference type: e2b linked report, reference ID#: (B)(4), reference notes: linked case. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo block c - additional dosage regimens suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 novorapid penfill regimen # 2 unk (with new cartridge) (B)(6) 2026 to unk. #1 novorapid penfill regimen # 3 unk (with new pen) (B)(6) 2026 to unk. #1 novorapid penfill regimen # 4 4 iu, bid (in the morning, at noon, with new cartridge and pen) (B)(6) 2026 to unk 2025084493 (B)(6) 2028. #1 novorapid penfill regimen # 5 6 iu, tid (2 in the afternoon, 4 in the evening, with new cartridge) (B)(6) 2026 to unk. #1 novorapid penfill regimen # 6 4 iu, tid (2 in the morning, 2 in the afternoon) (B)(6) 2026 to unk. #1 novorapid penfill regimen # 7 2 iu, qd (in the morning) (B)(6) 2026 to unk. #1 novorapid penfill regimen # 8 7 iu, tid (3 in the morning, 2 at noon, and 2 in the evening) (B)(6) 2026 to unk. #1 novorapid penfill regimen # 9 3 iu (with a new cartridge at evening) (B)(6) 2026 to unk.